Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. The atrial pacing impedance trend steadily rose to a high of 1311 ohms beginning the week of 2014-(B)(6). The atrial pacing impedance was trending at 513 ohms and spiked to 1064 ohms. Just weeks after implant, atrial capture threshold rose to greater than 2.5 volts and remained elevated. Cannot confirm atrial undersensing or atrial loss of capture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was unable to capture at maximum output and had a rise in threshold about four weeks after implant. The lead also had a gradual rise in impedance and is now high and is undersensing. The lead had dislodged. During the lead revision procedure, after viewing the fluoroscopy, the physician felt there may have been a possible perforation. When attempting to retract the helix, it would not retract immediately. The physician chose not to attempt further rotations and the lead was capped and replaced. No patient complications have been reported as a result of this event.